Event description:
Healthcare provider reported, right-side "spontaneous deflation." Later. Healthcare professional reported, "heavily calcified" identified upon surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as surgical damage and observed opening on anterior side assessed as fold flaw opening. Calcification: observed white calcification in the surface of the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inner the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported, right-side "spontaneous deflation." Later. Healthcare professional reported, "heavily calcified" identified upon surgery. The device has been explanted and replaced.